Manufacturer narrative:
It was reported that left hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the head and cup was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the head and cup. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and pre-cautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. The available medical documents were reviewed. Based solely on the operative reports the root cause for the femoral neck fracture, resulting in the first left hip revision cannot be concluded. Although, the osteolysis and metal stained synovium that was present may be consistent with findings associated with metal debris. Without complete medical records, radiological images and/or the explanted components, the reported clinical symptoms cannot be confirmed, nor can it be concluded that the reported reactions/events were associated with a mal-performance of the implant. The patient impact beyond the multiple revisions and expected post-operative healing/pain cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be re-opened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
New information: g4, d4

Event description:
It was reported that left hip revision surgery was performed due to severe pain, failed left hip resurfacing, tissue necrosis, osteolysis, pseudotumors, fluid around the hip, metal poisoning and metallosis, significantly elevated levels of cobalt and chromium, cobalt induced cardiomyopathy, and congestive heart failure.